Event description:
The patient's full vns replacement surgery was completed on (B)(6) 2016. The explanted products were reportedly discarded by the facility. Lead impedance on the new full system was reported to be within normal limits. No additional pertinent information has been received to date.

Event description:
It was reported that the patient's vns system experienced a high lead impedance. The site reportedly declined to perform x-ray images prior to surgery. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.